Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the lead exhibited high pacing impedance and high capture threshold. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2022. The patient exhibited symptoms of dizziness post procedure but was in stable condition.

Manufacturer narrative:
Correction - section d4: the previous lead serial number was incorrectly provided. It was corrected from (B)(6) to (B)(6).